Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four years after the implant procedure the implantable cardiac monitor (icm) experienced an electrical reset likely due to the battery status. The icm remains in use. No patient complications have been reported as a result of this event.